Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.